Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: physical resistance. It was reported that the vessel was heavily calcified and tortuous. During use of 3.5 x 18 mm xience v, there was some resistance because of the calcification, a dissection occurred which required treatment with another xience v stent. No additional event or pt info is available.

Manufacturer narrative:
Product performance engineering reviewed the incident info. Dissection is a known outcome of coronary stenting procedures, and is listed in the xience v instructions for use (IFU) as a potential adverse event. The IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." In this case, the dissection and resistance appear to be related to the circumstances of the procedure. There are no indications of a product quality issue contributing to the reported pt effect.